Manufacturer narrative:
Quattro catheter (lot # 61382) was returned to zoll (B)(4) for evaluation. Evaluation of the returned quattro catheter confirmed the customer reported issue. A pinhole leak was found at the medial 2 balloon. The potential cause of the pinhole is likely to be a latent defect (e.g., a microscopic gel particle) in the balloon that eventually leads to a pinhole. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength. In addition, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Functional testing was performed; the returned catheter was connected to a pressurized inflation device. When the catheter was pressurized, a pinhole leak was noticed at the proximal side of the medial 2 balloon. Following the test, all balloons deflated successfully without any issues. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. All infusion ports flushed successfully with no issues observed. Historical complaints were reviewed for service information related to the reported complaint and (B)(6) was reported for quattro lot number 61382 for the same issue fluid leaking and no issues were found during evaluation.

Event description:
During patient use, it was reported that the quattro catheter leaked at proximal side of the balloon. The catheter was placed on the patient slightly over 12 hours no permanent harm to the patient. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.